Event description:
The complainant reported that during impella support, the automated impella controller (aic) showed the impella was located in the aorta even though the impella's position was checked and confirmed to be correct at all times. The same scenario was observed with a different cp with the same console. There was no reported patient harm.

Manufacturer narrative:
Data analysis: the console ic8898 was returned to fs on march 13, 2024. The last case performed before the return ran from (B)(6) 2024, with pump sn (B)(6). After 22 hours and 9 minutes from pump start, the console displayed ¿impella position in aorta (for up to 14s) - alarm,¿ event #128. This alarm was later resolved but recurred throughout the case, which confirms the reported failure mode. This confirms the reported failure mode. Note: the disposables team confirms that the reported complaint pertains to disposables. Device analysis: this console was tested after arriving at fs. Ic8898 underwent a successful pm procedure per the fsr. Root cause: not applicable, the reported failure mode was confirmed to be attributable to disposables.